Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have an f-38 alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, power on self-test and battery testing were performed. During power on self-test the f-38 alarm was found. The cause of the condition was inoperative force sensing resistors (fsr). To correct the condition, the fsrs were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.